Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4 h6: part: 611.105.01s. Lot: 8l10254. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: april 30, 2021. Expiration date: april 1, 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile: part: 611.105.01. Lot: p1389852. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team forwarded the device to the supplier for further investigation. Visual analysis of the returned sample revealed that cercl-cable w/crimp ø1.7 able stuck inside tensioner that was also returned. The tensioner was disassembled, and cable was found balled up and jammed within the plunger 404-539. The .095 diameter ball at the end of the cable was found in the jammed cable ball. The ball appears deformed like it was possibly pulled through the plate as it now appears elongated and measures .067 which is the diameter of the cable. The dimensional inspection was not performed due to alleged complaint condition. The functional test was done by the perouse medical states that hand rotation was difficult. The observed condition of inflation system in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cercl-cable w/crimp ø1.7. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D6a: device is not implanted. D9: date device returned.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery for the femur fracture around the stem with the distal femoral plate and the cable system. When the surgeon fixed the plate with screws and wrapped the cable around the bone and applied the tension, the cable was cut in the tensioner. The surgeon couldn¿t remove the entangled cable from the tensioner and couldn¿t use it. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 1.7mm cocr cable with ti crimp 750mm-sterile. This is report 1 of 2 for complaint (B)(4).